Event description:
Per the provider, the increased seizures are not believed to be related to vns; however, the specific cause could not be provided. No additional relevant information has been received.

Event description:
A unknown patient was reported to be experiencing increased seizures and was having their vns generator interrogated. No additional relevant information has been received.